Event description:
A customer observed positively biased magnetic hdl cholesterol results while testing performance verifiers on the vitros 350 analyzer. Biased results of this type may lead to inappropriate physician action. No patient results were reported. There was no report of patient harm as a result of this event.